Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis founds as received, a complete was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.